Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers/y-body. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted streaming from the proximal end. Under microscopic examination, a pinhole rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported leak and identified pinhole balloon rupture as a pinhole rupture was noted to the balloon under microscopic examination from which water was seen leaking. A definitive root cause for the alleged leak and identified pinhole balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 03/2025.

Event description:
It was reported that during an angioplasty procedure, the distal portion of the device allegedly had a leak. The procedure was completed using another device. There was no reported patient injury.